Manufacturer narrative:
(B)(4) .

Event description:
It was reported that patient received an alert for high, out of range pacing lead impedance. Review of the session record confirmed out of range pacing lead impedances. Further assessment was recommended. No further information available.